Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that, per communication with the physician, the patient never had an infection. It was noted that the patient is ¿always making things up¿ to the point where the implanting physician would not see them anymore. The patient was able to find a general surgeon to remove the implantable neurostimulator. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that "as far as anyone knows" the ins was removed and the leads were left in place.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported the patient¿s device got infected with a staph infection on (B)(6) 2013 and the next day it was ¿as big as a baseball.¿ it was stated the patient had emergency surgery and the device was explanted. It was noted the patient had a ¿wound vac¿ attached to their incision and they could not tolerate it because they are bipolar and claustrophobic. It was reported the patient had nurses coming out three times a week to clean and pack the wound and the wound had not yet healed.

Event description:
For previous device issues, see MFR. Rep. # 3004209178-2013-09217. It was reported that the patient¿s device had been turned off for over 2 years and she developed an infection and had to have emergency surgery to remove it. It was reported that the patient had to spend around 2-3 thousand a month for pain medications due to this. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708220, serial# (B)(4), implanted: 2006-(B)(6), product type extension product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger product ID 399945, lot# v011864, implanted: 2006-(B)(4), product type lead product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, (B)(4).

Event description:
Additional information received reported that it was confirmed that the stimulator was removed on (B)(6) 2013. It had become infected and they had to have an emergency surgery to remove it. The patient¿s husband had asked the doctor to keep the device because they wanted to send it back to the manufacturer to make sure it was not ¿defected,¿ but they found out that the doctor never returned the device and threw it away.